Event description:
It was reported that the patient experienced a shocking event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3776-45, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3776-45, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708140, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708140, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37744, serial #(B)(4). Recharger: model 37754, serial #(B)(4). (B)(4).

Manufacturer narrative:
Concomitant products in previously submitted MFR report were incorrect. It is unknown as to the identity of the product accessories associated with this event and should be noted as unk.